Event description:
Intl (B)(6) complaint rec'd reporting component breakage issues with unknown set-ups where one 011-c3300 microclave connector was in use. The information (as translated) reports "...surgery of partial nephrectomy for giant renal tumor... Bilumen catheter is placed in right intern jugular vein due complex patient... Has difficult peripheral venous accesses... In a certain moment of the surgery it is produced a bleeding... It is deduced that the central line does not work properly. It is sucked refluxing properly, however it still does not work properly... Modified the position of the line with the same result. Patient gets unstable and a quick vein access is needed. It is achieved through periferic line and with a device of quick infusion... Stabilizes the patient. Already in reanimation the line is reviewed, and it is observed that the clave is broken..." It is the MFR's understanding that there were no adverse pt consequences and/or outcomes. Additional relevant information although requested as of the date of this report has not been provided.

Manufacturer narrative:
A digital photograph of the used 011-c3300 microclave connector was provided and evaluated. The photograph did show extensive component damages, including a protruded silicone plug. The photograph however was inconclusive in identifying the exact cause(s) of the component damages. Although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the microclave connector is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusions or flushing through small syringes and the adjacent tubing lines are not clamped excessive pressures can occur and result in this type of issue. Engineering investigations have also identified microclave component damages can occur if the connector is accessed/mated with an incompatible mating device. As stated on the microclave directions for use (dfu) the connector should only be accessed with an iso compliant male luer with an inside diameter between 1.55 mm - 2.8 mm. (B)(4) . There were no exception documents generated during the lot build. Findings: the involved devices have not been returned for analysis and confirmation. The exact cause(s) are unknown at this time.